Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker evaluated the reported issue with the customer via phone. The customer cleared an event code logged in the device's memory to resolve the reported issue. After observing proper device operation through functional and performance testing the device was returned for use. The cause of the reported issue could not be conclusively determined. Device not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device was booting up to a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.